Manufacturer narrative:
(B)(4) eval, results: based on the info provided, no root cause can be determined; brain bleeding. Conclusion: no conclusion can be drawn (based on the info provided, no root cause can be determined).

Event description:
Two endeavor sprint rx drug eluting stents were deployed in the distal cx artery, resulting in 0% stenosis. It was reported that the pt died due to brain bleeding approx 2 months post stent implant. No further info was provided. Reference MFR report numbers 9612164-2011-00487.